Manufacturer narrative:
Initial and final MDR 1903535 -MDR 3003442380-2024-11817 device 3 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2023, it was reported that the four infusion set was fell off during use. Patient's blood glucose at time of event was noticed - 200mg/dl. No further information available.